Event description:
It was reported that the balloon ruptured. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with this device. No patient complications were reported and patient's condition is stable.

Event description:
It was reported that the balloon ruptured. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon ruptured. It was further reported that longitudinal tear was identified on the balloon material and a kink on the hypotube. The device was simply removed from the patient's body. The procedure was completed with this device. No patient complications were reported and patient's condition is stable. Device evaluated by MFR.: the device was returned for evaluation. A visual examination noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear beginning approximately 3mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and tactile examination noted the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted.